Event description:
It was reported that (1) pmw35 was used during an unknown procedure. It was reported by the rep that the stapler jammed. Opened another device to complete the case. There was no consequence to pt.